Manufacturer narrative:
The pacemaker was interrogated, and the eri device status was displayed. The therapy capabilities of the pacemaker were checked. The anti-bradycardia output signal was perfect and corresponded to the values programmed. The device memory output was examined. The analysis showed that the device had been consuming more power since (B)(6) 2014. Next, the device was opened. The battery was depleted but not defective. The electronic module power consumption was checked and an increase in power consumption was found. During further analysis, the electronic module components were inspected. A defective capacitor was identified which was causing the increased power consumption and then led to the clinical observation. The components were removed from the electronic module and the power consumption was as expected then. There were no other causes for the elevated power consumption other than the defective capacitor. Moreover, the production process for this device was checked. The production documents did not show any irregularities that could be linked to the complaint. All production steps were executed correctly, especially the pacemaker's power consumption showed no irregularities. In summary, the clinical observation of increased power consumption was caused by a defective capacitor in the electronic module. In spite of the defective capacitor, the device was full capable of therapy while implanted.

Event description:
Ous MDR - after an implantation time of about 26 months, it was reported that the pacemaker was at eri. The pacemaker was exchanged and returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.